Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons and the insulin pump were stuck in a loop. Insulin was squirting out during the manual prime. The insulin pump alarmed compromised force sensor system. The insulin pump was stuck in the rewind complete/bolus delivery loop. The drive support cap was sticking out. Customer's blood glucose level was 93 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.